Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump had intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 10/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: there was no damage found to battery compartment or the returned battery cap. The pump had audible and vibratory features but the display screen remained blank. The attempt to download the pump history and black box was unsuccessful. There was moisture damage found on the internal components of the pump.

Manufacturer narrative:
Follow-up #2 date of submission 12/06/2016-correction to serial #.